Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to rotator cuff failure. The total shoulder needed to be revised to a reverse total shoulder.